Manufacturer narrative:
The immucor laboratory tested retention product on (B)(4) 2016, which performed as expected. The immucor laboratory also tested the returned blood sample from the customer site with retention product on (B)(4) 2016, the testing outcomes of which were not consistent with what was seen by the customer site, i.e. The immucor laboratory testing yielded the expected positive outcomes.

Event description:
On (B)(6) 2016, a (B)(6) customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.